Manufacturer narrative:
Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only. After further review, the initial emdr for complaint 1403933 was submitted in error. The iab catheter functioned properly throughout iabp therapy with no issues observed. There were neither anomalies nor malfunctions associated with this catheter. Therefore, the complaint was created incorrectly and is non-reportable to the FDA. No follow-up emdr is required. Please cancel this complaint in your database.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in block e1 full event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation. This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable.

Event description:
It was reported that the intra-aortic balloon (iab) pressure waveform and blood pressure values were not displayed while using a sensor balloon. No patient harm was reported.